Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with irregular ablation and over correction post lasik treatment. The patient is reported to have steep corneas centrally with irregular astigmatism. After review of data received, this patient was noted to have an under-correction postoperatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; surgeon reports a decentered treatment.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Treatment was interrupted one time because the laser pedal was released. Clinical review of topographies shows an asymmetry (elevation) towards the superior-temporal position, presumably resulting in the reduced ucva and subjective refraction post-op. The contribution of other factors for this decentration remains unclear but cannot be excluded at this point, e.g. If it was caused by wrong patient fixation, remaining fluid (during ablation), or how much the reported edema and its treatment had an influence to the healing process. An influence of the laser system can be excluded. No technical root cause could be determined as the system is performing within specifications. (B)(4).